Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the difficulties charging was not determined. A field rep saw the patient on (B)(6) 2021 and could not get the recharger to have a reliable enough connection to charge the ins. The pocket was not swollen or abnormal at this time. It was indicated that the ins will be revised on (B)(6) 2021 and replaced if necessary by the doctor. The issue was not yet resolved but surgery was scheduled to resolve the issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. (B)(6) 2021 e2, rp: additional information from the rep indicated that the issue was resolved after replacement. The ins was explanted on (B)(6) 2021. The patient's weight was unknown. The device was returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they went into the office for an appt and their controller wasn't charged enough to recharge the ins. Pt then tried to recharge the ins and said they can only recharge if they sit in a "taco position". Pt was currently seeing the battery low, recharge ins soon screen. Pt said they were getting the poor recharging quality and no device found screens when recharging. Pt said there is a very large lump area where the ins is indicating swelling. Pt said they were told there was a lot of swelling around the area. Pss reviewed that charging may get easier once swelling goes down. Pss walked pt through prm (pt had middle number ranging from 79-86). Pt was able to start recharging good (pt said they were able to get to this point once before and it stopped). Pt said they didn't want to move since the ins was recharging. Pss reviewed to allow the ins to recharge fully and to follow up with their rep. Pt mentioned they have an appt with their hcp on the 18th. Pt also mentioned that they couldn't keep their feet down too long due to their circulation. Redirected caller: other (document in note) on (B)(6) 2021, a rep called today to discuss further troubleshooting steps to work on with patient. Pt is reporting having difficulty charging the ins. Technical services (tss) reviewed the following considerations: placing the antenna lower on the ins, prm steps and disable/enable controller, evaluate position of ins (flat, tilted, depth, etc). Rep discussed possible swelling may still be present even though pt is 4-5 weeks post-op. Rep is going to meet with patient tomorrow but will be calling pt today to check in and see if they can get things going before tomorrow. On (B)(6) 2021, additional information was received from the manufacturer representative (rep) reporting that the cause of the difficulties charging was not determined. A field rep saw the patient on (B)(6) 2021 and could not get the recharger to have a reliable enough connection to charge the ins. The pocket was not swollen or abnormal at this time. It was indicated that the ins will be revised on (B)(6) 2021 and replaced if necessary by the doctor. The issue was not yet resolved but surgery was scheduled to resolve the issue. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of pli# 10 product ID# 97715 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.